Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included adenomyosis, paratubal cyst, follicular cyst of ovary, ovarian cyst and abdominal adhesions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy,cystoscopy,left ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: diagnosis: a. Uterus, hysterectomy specimen with bilateral fallopian tubes: -cervix, negative for intraepithelial lesion. -endometrium with secretory pattern; negative for hyperplasia and negative for malignancy. -myometrium with adenomyosis. -uterine serosal surface fibro vascular adhesions, without demonstrable endometriosis. -bilateral fallopian tubes including fimbriated ends, with right paratubal cyst. -essure coils (gross examination only). B. Left ovarian cyst wall specimen: -features consistent with follicle cyst.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received - event medical device removal updated to pelvic pain. New reporter, medial history, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on ((B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: case became incident. Pif received: event injury was updated to new event: medical device removal. Patient demographics and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.